Event description:
Reported due to ventricular tachycardia during balloon inflation. A perforation occurred in the right coronary artery following an unspecified procedure. Two jostent graftmasters were successfully placed and deployed; however the perforation was not sealed. The physician attempted to place a third graftmaster and upon balloon inflation the pt reportedly experienced ventricular tachycardia. The pt was "shocked three times." It was unknown what cardiac rhythm was restored. The graftmaster was successfully deployed and the perforation was sealed. Reportedly, the pt was discharged the next day in "good condition." Although requested, no additional information was provided.